Manufacturer narrative:
(B)(4). The sample was not returned for evaluation; therefore, the condition could not be confirmed or duplicated and the assignable root cause could not be determined. If additional relevant information or samples become available, a follow-up report will be submitted.

Event description:
A nurse from the facility reported to baxter (B)(6) a clearlink y-type blood/solution set in which the operator observed leakage around the drip chamber. The reported condition occurred during priming of an unknown medication. There is no report of patient involvement, injury/adverse events, or medical intervention in association with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The sample is reported to be available for evaluation. This is a product not distributed in the us and does not have a 510k number. A batch review cannot be performed since there was no lot number provided. If the sample is received or additional information becomes available, a follow-up report will be submitted.